Event description:
On (B)(6), 2010 a doctor reported that a patient lost a sybronpro tl implant three (3) months after placement due to non-osseointegration and to a localized infection. This is the first of three reports.

Manufacturer narrative:
(B)(4). The band/balloon with 20 cm of catheter was returned for analysis. Evaluation of the device cannot confirm events that are physiological in nature. Erosion is a recognized adverse event associated with gastric banding and the swedish adjustable gastric band. A review of the manufacturing records was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that post implant of a (B)(4) adjustable gastric band a gastric erosion was observed and that band was removed with no reported patient complications. Additional follow up is being conducted.